Event description:
During a leep procedure, a potocky needle broke in the patient's cervix. The needle fragment was not found in the specimen, and it was later confirmed to be embedded in the patient's cervix. The attending physician has not yet decided if removal of the fragment is necessary.

Manufacturer narrative:
As of the report date samples have not yet been received. Arrangements have been made to obtain the samples. Upon receipt, the samples will be evaluated. This report will be supplemented at the conclusion of this evaluation.